Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. The log file captured low speed events and constant driveline faults throughout the log. The low speed events were occurring on battery power as well as the non-grounded patient cable and appeared this was a phase to phase short with the potential for low speed and possibly pump stops on any power source. In looking at the driveline data for the driveline fault events, it appeared that there were two compromised wires. A repair had already been performed last year and was not successful. It was reported that the patient passed away on (B)(6) 2021. The patient had transitioned to hospice.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed driveline faults and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The log file captured a persistent driveline fault alarm throughout the log file. The log file captured numerous low speed operation events on (B)(6) 2021. The log file recorded low speed alarms as the pump struggled to maintain the set speed. The patient was operating on 14v batteries and the power module during all of these events. The patient had reportedly been operating on an ungrounded patient cable. The patient reportedly was not an exchange or transplant candidate. The patient reportedly experienced further pump stoppages and was discharged home on hospice until ultimately expiring on (B)(6) 2021. No autopsy was performed, and the pump was not returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 17may2013. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.